Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient took a fall, and as a result the patient's system diagnostics recorded high impedances on the lead, and the patient lost therapy. Surgical intervention took place where the system was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.